Event description:
It was initially reported that the patient had an infection following the replacement of his pulse generator, so both the generator and lead had to be removed. Search was performed for the pulse generator device history records, which confirmed sterilization of the device. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator prior to distribution.